Manufacturer narrative:
Device was implanted in (B)(6) 2016, exact date not provided. No serial or lot number has been provided, therefore, a review of the lot history records for this device could not be performed. Additional information and the return of the device have been requested.

Event description:
It was alleged that an implanted m6 device malfunctioned and a revision occurred. It was also reported that the patient experienced neck pain.

Manufacturer narrative:
A1: pe 20-53. B4: (B)(6) 2021. G3: (B)(6) 2021. G6: follow-up #1. H2: additional information. H6: health effect - clinical code: 2377 - osteolysis; health effect - impact code: 4627 - device explantation; medical device problem code: 1099 - collapse, 2682 - patient - device incompatibility; investigation conclusions: 4315 - cause not established. H10: radiographic images showed evidence of osteolysis, translation and collapse. No microbiology or pathology results were provided. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. Limited information was provided; notably, no pre-operative, and post-operative, interim, or flexion/extension radiographs were provided. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique. As such, we are reporting this incident to err on the side of caution. Spinal kinetics' post-market surveillance procedures require multiple attempts to gain as much detailed information as possible regarding the reported event.